Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient disabled their adaptive stimulation and then was driving to work when they felt that their implantable neurostimulator (ins) turned off/on. The rep reported that the patient turned the ins off and then felt it go on so they checked their patient programmer and saw the lightning bolt. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.